Manufacturer narrative:
Device is combination product. Device evaluated by MFR: a visual and microscopic examination of the crimped stent found stent damage. Damage was noted on several locations on the stent with stent struts lifted and pulled distally. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The balloon was inflated to 16 atm without issue and deflated within 10 seconds, this is within deflation time specification. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. As the reported event was unknown, the investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 21 may 2018. A complaint for a 4.00 x 24mm promus premier select was reported with an unspecified issue that happened inside the patient, during the procedure. There were no patient complications reported. However, analysis of the returned device revealed stent damage.